Event description:
Related manufacturer report number: 2017865-2023-38605. It was reported ,during in clinic follow up. That the atrial lead exhibited oversensing, due to noise. This resulted in inappropriate mode switches. During lead revision, it was discovered, that the right ventricular lead was bound to the atrial lead and could not be disconnected, so extraction of the atrial lead resulted in rv lead dislodgement. Both leads were explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead noise and failure to disconnect. As received, a partial lead (only distal portion) was returned in one piece with helix found partially extended and clogged with blood/tissue. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of lead noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.